Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient experienced confusion and was seeing spotted lights. The cgm was reading 60 mgdl and alerted the patient for hypoglycemia. The patient´s daughter brought the patient to the hospital and the patient was treated with intravenous (IV) dextrose (d5-d10). The patient was hospitalized for 4 days due to a lot of medical issues besides diabetes and also because she was being hypoglycemic constantly. At the time of the report the patient was feeling better but still exhausted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.